Manufacturer narrative:
Additional initial reporter name e.1.: (B)(6). Occupation: rn ICU. Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. There was no harm or injury reported.